Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the common hepatic artery. A 4.0mmx60mmx135cm, sterling balloon catheter was advance for dilation. During the procedure, the balloon ruptured in the first inflation, and the procedure was completed with another of same device. There were no patient complications as a result of this event.